Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.examination of returned device found no evidence of product non-conformance. During the evaluation, the tibial tray showed evidence it was well fixed. A conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that a patient underwent an initial total left knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to pain caused by loosening of the tibia.